Manufacturer narrative:
Analysis of the recharger, 97755, s/n (B)(6), revealed. Product analysis found: no device found message x 2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that there was a no device found message or when it was charging it would show recharging with no recharge quality displayed. Pt reported the recharger started to warm up and patient felt it on their skin and hand when they touched the cable. Patient did not get any injury or any mark on the skin but patient felt like something was burning a little bit. The issue started like 2 weeks ago. Patient was able to charge but yesterday it did not work at all. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.